Manufacturer narrative:
This follow-up report is being filed to correct information and to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2015 due to instability. The polyethylene bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, "excessive, unusual and/or awkward movement and/or activity, trauma, excessive weight, and obesity have been implicated with premature failure of the implant by loosening, fracture, dislocation, subluxation and/or wear."

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2012. Subsequently, a revision procedure has been indicated due to instability; however, no revision procedure has been reported to date.